Manufacturer narrative:
The customer¿s report of a texium leak at the connection to the smartsite was not confirmed. Visual inspection (including microscopic) did not show any anomalies or damage to the set. Functional and pressure testing was performed; no leaks were observed on any part of the set. The secondary set that was reported to be the mating component was not returned for investigation. The root cause was not identified.

Manufacturer narrative:
Concomitant medical products: 500ml baxter bag ndc 0338-0017-03, lot number y241000, exp (B)(6), oxaliplatin in 5% dextrose. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that at the end of infusing oxaliplatin 74mg in dextrose 5% 500ml, there was leaking from where the texium on the secondary set connects to the smartsite of the primary tubing. There was no patient harm.